Event description:
This 75 year old female had a pacemaker system implanted 8/10/93. The pt has an advisory atrial lead which appears to have fractured. With this, she had a protrusion of a portion of the supported j-wire. The atrial lead had also lost its capabilities of sensing and pacing.